Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for troubleshooting, including inspecting the o-ring and cleaning the pneumatic tap area. The customer reverted to manual injections for insulin therapy.